Event description:
It was reported that the patient experienced an erosion that was caused by a decrease in urethral vascularization with an artificial urinary sphincter (aus). The aus cuff, pump and balloon were explanted and a new 4.5cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.